Manufacturer narrative:
The affected device was checked by dräger service and the logbook was available for analysis. A complete check of all functions of the device showed no errors and all tests were passed. The logbook does not include any device restart or a device-related stop of ventilation. On september 12, 2024, the alarm messages "disconnection?" And "check breathing circuit for tight connection" were found several times which indicates that the supply hoses or other accessories had been used incorrectly. The alarms "airway blocked?" And "apnea" were also detected. The apnea alarm is also triggered in the event of an obstruction and can be caused by a kink in the breathing circuit. In the event of a disconnection or obstruction, the instructions for use recommend checking the connections of the breathing hoses, the tube and the mask. Ventilation continued as specified and the cockpit was available to the user at all times. At 11:22 the user switched to standby mode and disconnected the patient as well as the o2 and air supply from the device. The investigation shows no malfunction of the device. The ventilation situation was alerted visually and acoustically as specified. The results of the test did not reveal any new risks that are not already included in risk management. Based on the investigation results this case is not considered reportable anymore as the device did not cause or contribute to a death or serious injury and would not result in a serious injury if the malfunction were to recur.

Event description:
It was reported that the device failed during use. No patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided within our follow-up report.

Event description:
It was reported that the device failed during use. No patient injury reported.